Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the sampling line connection looked loose. There was no patient involvement as this occurred during set up. Product was not used. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).